Event description:
A home pt's nurse contacted baxter's product surveillance department to report a home pt detecting leakage in the drain line of 2 homechoice sets during use. Per the home pt's nurse, the most recent incident occurred in 2005, and was the first incident that the home pt notified the nurse of. Per the home pt's nurse, the home pt's cat chewed through the drain line of the homechoice set on one of the occasions; however, they were unable to confirm whether that was the cause of the second incident as well. The home pt's nurse reported that the home pt was recently disgnosed with peritonitis after a visit to the emergency room. The home pt was treated with vancomycin and tobramycin (dosage, route, and timeframe unk for both medications). The nurse reported that the home pt is "doing fine now".

Event description:
During follow-up phone call to home pt's nurse, it was noted that the pt was diagnosed with peritonitis in 2005. Reportedly, the home pt presented to the emergency room on that day with cloudy effluent, fever, abdominal pain, and nausea. Ellfuent cultures were taken at that time, but the results were unknown. The pt was treated with vancomycin 2g intraperitoneal (ip) as loading dose, along with gentamycin 120g ip as a loading dose, tobramycin 40g ip, once daily, for 14 days, levaquin 250g oral for 10 days. The patient has receovered due to follow-up cell count, which was negative. The home pt nurse attributes this episode of peritonitis to a cat biting through the patient line of the homechoice set.